Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose results were 75mg/dl, 240mg/dl. Tests were done within 10 minutes apart with a difference of 93%. Patient did not experience any adverse events. No further information has been reported.